Event description:
Reporter reported that a breathing tube component was missing from a rt106 adult breathing circuit. This alleged defect was found during their incoming goods inspection. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA, but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigations. The component was most likely omitted during our packing process. Our records indicate that 4 other complaints of this nature were received for the given lot number. Conclusion: the device was out of specification. This will be brought to the attention of mfg team members. We have received other complaint of missing components with an occurrence rate of approximately 0.03% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the manufacturing process.